Event description:
Per the clinic, the patient experienced facial nerve stimulation and subsequently was treated with oral steroid (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on july 12, 2024.